Event description:
The patient stated that, while removing the insulin cartridge from his infusion device, the plunger remained attached to the piston rod in the cartridge chamber. This caused a full cartridge of insulin to spill into the cartridge chamber. During troubleshooting with a company representative, the pt was instructed in how to detach the plunger from the piston rod. Proper removal of the insulin cartridge from the chamber was reviewed with the pt. The pt stated he would switch ito injection therapy until the replacement arrives. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.